Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported tat they have had their implant replaced several times but the battery does not last the full 5 years that they were told it should last. There were no related patient symptoms. No further complications are anticipated. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.